Event description:
The customer reported that her blood glucose reached 14 mmol/l (252 mg/dl) after wearing the pod for less than four hours on her back. She stated that the cannula was out of the skin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to access the product condition or to confirm any product malfunction. The customer reported that the cannula had not properly inserted into or had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test result greater than 13.9 mmol/l [250 ml/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.